Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.) H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had a generator explant due to device dislocation and infection with no plans to re-implant. The surgeon does not recall further details regarding the event. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect clinical code, corrected data: supplemental report 1 inadvertently omitted code e2340.

Event description:
Additional information was received that the patient first reported irritation at the generator site and device dislocation was clarified to be generator exposure through the skin at the inferior aspect of the chest wall. The cause of the subsequent infection was noted to be the exposed generator and wound dehiscence.